Manufacturer narrative:
Exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Three devices were found to be affected by chipped paint. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had chipped paint. There was no patient involvement; no patient impact.